Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was prompting a battery indicator. Per the onetouch ultra2 owners booklet a battery indicator appears when the meter battery is low but still has enough power to perform a test. A low battery warning appears when the meter battery does not have enough power to perform a test. This complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the patient by phone for additional information. The patient reported that the battery indicator began to appear 1 month prior to contacting lfs. It is not clear if the patient was seeing the battery indicator icon or if she was receiving a low battery warning. The patient informed the cca that she manages her diabetes with insulin. It is not known if the patient made any changes to her usual diabetes management regimen due to the alleged power issue. On an unspecified date/time, after the alleged issue started, the patient reported that she felt shaky and dizzy and was treated with food and/or drink by an hcp. At the time of troubleshooting, the cca noted that the patient had not replaced the meter's batteries as recommended in the owner's booklet. The patient did not have new batteries at the time of the call. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.